Event description:
Caller reported a malfunction on pump but did not experience any notable events prior. Blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, which resolved the issue as the malfunction did not recur. Caller was advised to continue using the pump and to contact support again if the issue reappeared.